Event description:
Rptr was localizing a breast mass with the hawkins ii needle under ultra-sound guidance. When they placed the needle in the correct area rptr tried to insert the fixation wire. Rptr did have difficulty passing the wire into the breast tissue. Finally when rptr thought the wire was fixed in the breast tissue, he withdrew the needle and noticed that the wire also came out. On inspection of the needle rptr discovered that the wire protruded from the side of the needle. Rptr instructed the technologist to save the needle. Rptr continued the localization procedure without any further problems.